Event description:
In 2009, the pt reported that insulin leaks from beneath the infusion set adhesive during boluses causing elevated blood glucose of 200 mg/dl to over 500 mg/dl. He began noticing this in 2008 with infusion sets from 6 different boxes. All of the infusion sets are from the same lot number. He switched to a different lot of infusion set and has had no further issues and his blood glucose returned to his target range of 90-120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.